Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that while attempting to remove the drain, a physicians' assistant allegedly encountered resistance which required more force than normal. However before a large amount of force was applied, the drain had already snapped. The patient returned to surgery for removal of the drain tubing fragment.